Event description:
It was reported that the fiber broke during the procedure. The procedure was completed with another there were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in two pieces. The reported event was confirmed. It is likely procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. Instructions for use (IFU) state: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Bases on information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber broke during the procedure. The procedure was completed with another device. There were no patient complications.